Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)) device evaluation indicated that visual inspection and rgt test were performed and found no anomalies. A review of sterilization record found them to be satisfactory.

Event description:
A report was received that the patient's ipg eroded through the skin. It was noted that there was skin opening at the top of the battery. The cause of the erosion was unknown. The patient was given antibiotics and underwent an explant procedure.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4) description: linear st lead, 50cm. The explanted devices were not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg eroded through the skin. It was noted that there was skin opening at the top of the battery. The cause of the erosion was unknown. The patient was given antibiotics and underwent an explant procedure.